Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The suspected cause was lead calcification. It was noted that the patient was hospitalized. Troubleshooting was performed. Subsequently, a defibrillation threshold (dft) test was performed. The shock impedance after the dft test was satisfactory. The device was changed out as the device reached elective replacement indicator (eri). The lead remains in use. No additional adverse patient effects were reported.